Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump could not complete the load step because the piston would not move. The force sensor calibration also tested high and not within specifications. The pump case was removed, and the intermittent residual force was found to be caused by a tight piston bearing.

Event description:
The pump was returned for investigation. Investigation revealed a tight piston bearing and high force sensor calibration reading. This report is made based on results of investigation completed on 01/21/2017.